Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was 12.2 mmol/l. The customer was advised that the battery cap would be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no off no power anomaly noted. Pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.